Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symtom/condition.

Event description:
It was reported that the physician who implanted this device perforated the patient's lung. Cardiocentesis was performed. There were no additional adverse patient effects reported.